Event description:
Unit airway pressure too high alarm was intermittant while on a patient. The inspiratory cycle was ended prematurely as a result. Patient was bagged and a new unit was placed on the patient.